Event description:
Hollister e=tad endotracheal tub security device placed on. A large abrasion approx 1.5 cm in lenght and 5mm in width was noted underneath e-tad on upper lip. Pt was relatively stable, with no apparent circulatory problems. Abrasion was a result of the plastic bar which is what the e-tad tab rest on. This injury represents one of several that have occurred as a result of use of this device.